Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure for bleeding performed on (B)(6)2025. During the procedure, upon attempting to deploy the clip, it retracted back into the sheath. Additionally, the same problem occurred on the other resolution clip. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h10: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached but with both arms bent. Microscopic examination, it was noted evidence of full deployment and both arms bent. Dimensional examination was performed between the hooks of the bushing, and it was found to be within specification no other problems with the device were noted. The reported event of clip could not be deployed was confirmed. Analysis of the returned device it was found that both arms returned bent, it is probable that the reason why the clip arms got bent was a result of factors related to the procedure and manipulation. The conclusion is acceptable because according to the evidence provided, it is likely that the customer would try to grasp a large amount of tissue, bigger than the clip could close, this action can cause a deformation in the distal section of the clip arm, affecting the capability of closure correctly its jaws and consequently the capability to remain attached to the tissue. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure for bleeding performed on (B)(6) 2025. During the procedure, upon attempting to deploy the clip, it retracted back into the sheath. Additionally, the same problem occurred on the other resolution clip. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event.